Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025: the reason for call was caller stated patient has not used their device since the time of implant because they had some issues with it and it was disconnected and they had been advised to call when it was time to have the battery connected. Agent asked clarifying questions and caller stated they were told they should not be using the device if they don't have any pain and they talked to someone at the clinic who checked their battery and it didn't have any charge so the patient was advised to charge the battery and call for programming of their therapy and to use it again. Agent asked caller if everything is charged and caller stated they need to have the therapy programmed. Caller added they have an appointment soon. 2025-oct-23: additional information was received from the patient. They reported that the battery has caused them a lot of body heat and pain. Patient said that this has been a failed procedure. They are asking for new material or a medical review. Nothing has been resolved. Patient said it's worse than before. They want them to take another solution or to remove the devices. All of their legs and back are worse.